Event description:
The customer reported that when they use the sys for a prolonged period of time, that image quality becomes degraded and a panel on the system is unusable. Rebooting recovers sys.

Manufacturer narrative:
The ge customer svc rep replaced the battery pack. The sys functions as intended.